Event description:
Customer reported the panorama central station displayed an error code which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives cleared the system error logs which resolved the issue.